Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow up, multiple noise episodes were observed. Noise was reproducible with isometrics. The lead was capped and replaced. The patient condition is fine.